Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion test, occlusion test and prime test. There was no prime or fill anomaly noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker, and protruded drive support disk.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is stuck in rewind. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.